Event description:
A customer reported receiving a sensor error message from the adc device. The customer experienced symptoms of hypoglycemia including paleness and dizziness, requiring treatment of sachet of sugar provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed. Visual inspection was performed and no failure modes were observed. This complaint is not confirmed due to use as there was no insertion failures, which is the evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer experienced symptoms of hypoglycemia including paleness and dizziness, requiring treatment of sachet of sugar provided by spouse. There was no report of death or permanent injury associated with this event.